Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted with an allegation of premature battery depletion. It was also reported that this transvenous pacing lead exhibited out of range pacing impedances (high). The device was explanted and replaced however all available information indicates that the lead remains in service.